Manufacturer narrative:
This medwatch report is for the suspect device used in system 1 (lot number and expiration date unknown). (B)(6). Will not be returned to manufacturer.

Event description:
Customer reportedly received results of 22 mg/dl on compact plus system 1 and 76 mg/dl on compact plus system 2 within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device however customer no longer has the test strips; replacement was sent.